Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the batteries, completed the scheduled pm and performed full calibration, functional and safety tests. The iabp passed all safety tests and was then returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.